Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, blood leaks out of the sleeve when connecting the sampling tube on unspecified number of devices. There was no health impact or consequence reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 03-jul-2025 investigation summary bd received five samples for investigation. Functional tests were performed on the five returned samples, and no leakage was observed. Additionally, functional tests were conducted on ten retained samples, and no leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lot 5056829, for the indicated failure mode: sleeve function. This complaint has not been confirmed for the lot incorrect entry, for the indicated failure mode: incorrect entry. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, blood leaks out of the sleeve when connecting the sampling tube on unspecified number of devices. There was no health impact or consequence reported.